Event description:
It was reported that four days post implant of a right atrial (ra) lead it became dislodged. Lead dislodged likely during an electrophysiology (ep) study when the heart was paced at a high rate. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.